Event description:
An operating room tech reported several defective cassettes. During the I/a (irrigation/aspiration) phase of a cataract intraocular lens implant procedure, there was no aspiration. They tried to resolve the issue by exchanging cassettes with no resolution. The procedure was able to be completed with an alternate system. Additional info was received advising that the procedure was performed on the pt's left eye. There was a delay of approximately 30 minutes. The pt experienced postoperative edema. Additional info has been requested.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).